Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets cannula kinked events on (B)(6) 2024 within 3 or more hours after insertion. The insertion site was abdomen. The infusion sets has been used for 1 to 10 hours. The blood glucose level was 687 mg/dl at the time of events; therefore, the patient was treated with correction injection via multiple daily injection (mdi). Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.